Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced erratic readings. No additional event or patient information is available. Data was received for evaluation, data review confirmed the early sensor expiration notice. A probable cause could not be determined.